Event description:
When a plcr60b reload was used via an i60b stapler in a laparoscopic gastric bypass procedure, there was significant bleeding after the reload was fired. The staple line was subsequently oversewn. The patient was in stable condition at the end of the procedure.

Manufacturer narrative:
The performance of the i60s was evaluated by firing a reload similar to the plcr60b used in the procedure. The i60s performed according to specifications. The root cause of the reported malfunction could not be ascertained. Evaluation summary: a loose staple was found in the staple housing adjacent the contact pins. The device was fired in test foam and produced good staple formation and transection. The device performed without incident.